Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Event description:
The injecting healthcare professional reported after injection with 1 syringe of juvéderm® ultra xc in the lips, the patient developed swelling, a severe allergic reaction, and had trouble breathing. All symptoms were noticed on the same day as injection. The patient did not have trouble breathing until after the medication was administered. The swelling occurred in the lips and face area. Diffuse perioral edema was observed. The injector used hyaluronidase to dissolve the filler and gave the patient zyrtec as treatment. The injector then drove the patient to an emergency facility where they received 3 rounds of the following as treatment: "epipen injection, IV fluids, albuterol breathing treatment, benadryl and zantac." After the treatments were provided, the patient's symptoms completely resolved. Patient is allergic to deet. Zyrtec, benadryl, zantac, albuterol, epi-pen, and IV fluids were considered effective as treatment.

Manufacturer narrative:
Medwatch sent to FDA on 04/29/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, a severe allergic reaction, trouble breathing, and diffuse perioral edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: warnings: "injection site reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days in facial wrinkles and folds, and typically last = 14 days in the lips. Refer to the adverse events section for details." Adverse events: "the most common injection-site responses for juvéderm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Clinical evaluation of juvéderm ultra xc for lip augmentation "in a randomized, controlled clinical trial to evaluate the safety and effectiveness of juvéderm ultra xc for lip augmentation, 213 subjects were randomized to treatment and received injections in the lips and perioral area (n = 157), or to delayed-treatment control, and had treatment delayed 3 months (n = 56)." "Injection site responses (isrs) that lasted beyond the 30-day diaries were considered adverse events. Adverse events were also reported by the treating investigator at follow-up visits. After initial treatment (or touch-up treatment if performed), a total of 168 treatment-related adverse events were reported in 29% of subjects (60/208). In general, aes were mild (77%, 130/168) or moderate (16%, 27/168), resolved without sequelae (93%, 156/168), and required no action (91%, 153/168). Aes typically resolved within 3 months. Treatment-related adverse events that occurred in > 1% of subjects were injection site mass 16% (33/208), induration 10% (21/208), discoloration 5% (10/208), pain 4% (9/208), bruising 3% (7/208), swelling 3% (7/208), erythema 2% (4/208), and reaction 2% (4/208). Similar aes were reported after repeat treatment." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, necrosis, infection, migration, paresthesia, dry skin, abscess, headache, malaise, flulike symptoms, vision abnormalities, scarring, nausea, drainage, dyspnea, syncope, dizziness, anxiety, granuloma."

Event description:
The injecting healthcare professional reported after injection with 1 syringe of juvederm ultra xc in the lips, the patient developed swelling, a severe allergic reaction, and had trouble breathing. All symptoms were noticed on the same day as injection. The patient did not have trouble breathing until after the medication was administered. The swelling occurred in the lips and face area. Diffuse perioral edema was observed. The injector used hyaluronidase to dissolve the filler and gave the patient zyrtec as treatment. The injector then drove the patient to an emergency facility where they received 3 rounds of the following as treatment: "epipen injection, IV fluids, albuterol breathing treatment, benadryl and zantac." After the treatments were provided, the patient's symptoms completely resolved. Patient is allergic to deet. Zyrtec, benadryl, zantac, albuterol, epi-pen, and IV fluids were considered effective as treatment.